Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump under delivered. They stated that it was programmed to deliver an 1100 ml dose, but only delivered 600 ml. The initial reporter stated that the patient had not experienced any adverse effect due to the complaint, and that they had no additional information regarding the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under delivered. They stated that it was programmed to deliver an 1100 ml dose, but only delivered 600 ml. The initial reporter stated that the patient had not experienced any adverse effect due to the complaint, and that they had no additional information regarding the complaint. (B)(4).